Manufacturer narrative:
(B)(4). Date sent: 1/16/2025. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Partially fired. Was the firing sequence started but not completed? Yes. If yes: did the device deliver any staples? Yes. If yes, were the staples formed properly? No. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? No. Is the current patient status known? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Date sent: 01/07/25. D4: batch #unk. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Partially fired. Was the firing sequence started but not completed? Yes. If yes: did the device deliver any staples? Yes. If yes, were the staples formed properly? No. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? No. Is the current patient status known? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the effect of nailing was poor during use, and half of the intestinal tube was not closed (bursting nail), and the stump was not closed by manual suture. Additional information requested.